Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data confirmed pump stop events with associated low speed/flow alarms; however, a specific cause cannot be conclusively determined through this evaluation. A direct correlation between the device and the patient¿s expiration cannot be conclusively determined through this evaluation. A direct correlation between the pump stop events and the patient¿s expiration cannot be conclusively determined through this evaluation. The log file retrieved from the system controller contained data on (B)(6) 2019 spanning from 20:19:48 to 20:25:51, per the timestamp. Numerous pump stop events with associated low speed/flow alarms were captured throughout the log file while the system was supported with the mobile power unit. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop events with associated low speed/flow alarms cannot be conclusively determined through the evaluation of the returned portion of driveline. Approximately 25¿ of the external portion/distal end of the driveline was returned for evaluation. The remainder of the driveline, as well as (B)(6), were not returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration could not be conclusively determined through this evaluation. The patient reportedly expired at home due to unknown reasons. No device-related issues were reported in association with the event and the account communicated that patient had no known device-related issues prior to their expiration. (B)(4) will not be returned for evaluation as the patient will be cremated. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. The cause of death is unknown as the patient expired at home. The medical examiner has not determined the cause of death. The pump will not be returned as the patient will be cremated. The patient had no known device issues prior to death. No additional information was provided.